Event description:
Report received of retrograde flow. The anesthesiologist attempted to deliver fentanyl via syringe through the y-site distal to the burette, when the burette was empty and the automatic shut off valve in the burette was closed and the air vent proximal to the burette was left open. When the syringe was attached to the distal clave port, the contents of the syringe was emptied and flowed upwards towards the drip chamber and not towards the pt. The anesthesiologst immediately pulled the solution back into the syringe and clamped the tubing to the pt. The tubing was then flushed upowards to the drip chamber with an unspecified solution. The flushing of the tubing stopped the vacuum. The customer reported that the pt did not appear to have received any of the medication. The pt's vital signs and respiratory status were reported to be unchanged after this event when compared to prior to the event. There was no reported adverse pt event.